Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. There was no specific device defect alleged by the customer, however defects were observed upon evaluating the device at the service center. The motor did not run smoothly and was noisy, therefore it was replaced. The resistance values of the keypad were out of range, therefore the hand control set was replaced. A short circuit was found in the motor cable, therefore the motor cable was replaced. When there is a short circuit in the motor cable the motor may not function as intended, therefore is a potential root cause for the motor defects observed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 9/12/2016 and passed all functional testing before being returned to the customer. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported via service request that during electrical safety test a defect was identified in the micro tornado hand piece with hand control. There was no reported malfunction from the customer. There was no patient involvement hence there was no surgical delay. Preventive maintenance necessary. The following defects were found during the service and repair analysis: motor defective; out of tolerance; short circuit.